Event description:
The customer reported that during a device check, the thermogard xp ivtm system (sn (B)(6)) displayed a mid:23 (patient probe offset) error message during the power-on-self-test (post). No patient involvement.

Manufacturer narrative:
Zoll has not received the thermogard console in complaint for investigation. A follow-up report will be filed if and when the product is returned and investigation has been completed.

Manufacturer narrative:
Sections d9 and h3 were updated. The reported complaint that the thermogard xp ivtm system (sn (B)(6)) displayed a mid:23 (patient probe offset) error message was confirmed in the system's event log data and during functional testing. The root cause was a defective input/output printed circuit board (I/o board), likely attributed to the device's aging. The device's life expectancy is 5 years. The thermogard console was manufactured in august 2015 and is almost 10 years old. Review of the thermogard system's event logs showed multiple mid:23 (patient probe offset) error messages on the reported event date, confirming the reported complaint. The thermogard system failed the functional test with the mid:23 error message, confirming the reported complaint. This error message is triggered when the self-calibration value for the primary temperature probe exceeds an offset of 10 ohms, indicating a malfunction. The defective I/o board needs to be replaced to address the issue. Zoll is awaiting the customer's approval for repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for the thermogard console with serial number (B)(6).